Event description:
A customer reported she noticed that her blood glucose meter display had segments partially missing and therefore she was unable to test her blood glucose and take her insulin. The customer reportedly experienced symptoms of fatigue, nausea and headache, and she was seen by a doctor at a hospital. The customer was reportedly diagnosed with severe hyperglycemia and treated with insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was returned for an investigation and the missing segments complaint was confirmed. Customers and retailers have been informed through the notification letter. On the notification letter, customers were informed that if the display is not functioning properly, it is possible that it will show a letter or number value that the customer could misinterpret or that they cannot read. During the adc customer service survey, the customer reportedly noticed there were missing segments, and therefore, as recommended in the notification letter, the customer should have discontinued to use the meter and call adc customer care. This is the final report.